Event description:
User facility reported unsuccessful cavity integrity assessment (cia) tests using two devices during an attempted novasure endometrial ablation. Both a hysteroscopy and laparoscopy were performed; however, a perforation could not be visualized. The patient was hospitalized and a hysterectomy was performed which noted three perforations at the mid-line of the fundus. The patient was discharged on (B)(6)2010. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot#: 10b15rc, (B)(4), expiration date: 03/15/2011, manufacture date: 02/15/2010. Additional info for approximate age of device: 5 months. Serial number of the radio frequency controller was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review was conducted for the identified lot numbers and serial numbers of the disposable devices. No abnormalities were found related to the reported information. These devices passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).